Event description:
A doctor found a wax guard in the wax in the hearing aid user's ear. He sent the user to the dispenser. The dispenser sent the user to a doctor to have the wax guard removed from the ear. The wax guard was removed.